Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower shelf clips were broken, preventing user from removing the required and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station shelf clips were broken. The field service engineer (fse) had confirmed that the issues were resolved by the customer and no further investigation was required. The system functioned as intended after the customer resolved the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower shelf clips were broken, preventing user from removing the required and causing delays. There were no adverse events or injuries reported based on this event.